Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of incorrect reprocessing was confirmed. The endoscopy support specialist (ess) observed during reprocessing, the scope came from the procedure room without the flushing tube. A step had not been completed. During manual cleaning, it was also noted the customer ran out of maj-1534 brushes which are recommended to brush the distal end of the eus scope. An order for new brushes and the flushing tube will be used during pre cleaning. The cause can be attributed to training. No further information was reported.

Event description:
The customer reported to olympus a need for reprocessing improvement and scope handling for patient safety. There was no patient injury reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. It was confirmed that reprocessing was performed using mh-674 which is not found in the in the instruction manual of the device. From this, it is determined that the correct reprocessing was not performed.